Manufacturer narrative:
The device was in use for treatment. The right atrial lead was not returned for analysis, as it remains implanted for approximately 16 years, 3 months. As a result, the allegations against the lead cannot be confirmed. A review of the device history record could not be performed as the records for this lead go beyond oscor's 15 year record retention procedure. No conclusions can be drawn. The instructions for use (IFU) provides information on possible complications: with the use of endocardial leads, complications might occur during implantation, explantation or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported there was a red alert for pacing impedances of less than 200 ohms. There was also a non-sustained event of (B)(6) due to noise. There had been a gradual decrease in impedances starting in (B)(6) 2015. Technical service suspected an insulation issue. The lead remains implanted for approximately 16 years, 3 months.